Manufacturer narrative:
Additional FDA coding being added after investigation of device. Adding additional investigation conclusions code 50. This is a follow up report to add this additional code. Device received for this event is being corrected from unknown atis implant catalog # unk atis implant to osseospeed tx 3.0 s - 13 mm catalog # 24983. This is a follow up report for this corrected information. Correcting UDI # from ni to (B)(4) . This is a follow up report for this corrected information. Correcting lot number from unk to 519310. This is a follow up report for this corrected information.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.